Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Based on the results of the investigation, corrosion was discovered within the rotor assembly, motor and bearings. Corrosion within bearings can cause excessive friction, which may result in heat being generated. Preventative maintenance was performed on the drill unit and returned to the customer.

Event description:
It was reported by a service engineer that the motor is overheating; and during testing at the manufacturer, it was discovered that the unit was running without the trigger being depressed. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.